Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was observed as the posterior needle tip was caught in the posterior foot. A review of the electronic lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with an 8f sheath. Reportedly, after the plunger was removed, there was no suture present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.